Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay.

Event description:
The customer stated that the mask is causing her face to burn and says she had skin issues years ago that the mask seems to have brought back. The mask has dried her skin and caused burn-like marks around her chin, under eyes, and on the top of her cheeks.